Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled, resulting in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully. No delay, no adverse consequences, and no medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled, resulting in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully. No delay, no adverse consequences, and no medical intervention were reported.

Manufacturer narrative:
The reported event, battery housing broke and fell, was confirmed. The service technician observed physical damage, in that the top housing had separated from the bottom housing at the weld - the top and bottom housings fractured at the weld. The unit was received in two pieces. An aseptic housing bottom damaged-cracked failure mode was determined. As this is not a repairable product, the device was not returned to the manufacturer.